Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy via manufacturer¿s representative (rep). The rep reported that the patient¿s ins wasn't holding a charge as long as it did before and the stimulation felt too low in certain positions. The rep reported that the patient never let the ins get overdischarged and that stimulation was always on. The rep reported that the patient had not increased the settings in a long time. It was noted that the ins was implanted on (B)(6) 2010. The rep reported that the patient attempted to turn the ins on in order to turn strength up during their conversation after which it was found that the ins was discharged. The rep reported that the patient had charged two nights prior. The rep reported that the patient was going to charge her ins and attempt to turn up stimulation. The rep reported that the patient would follow up with their healthcare provider or rep regarding future steps if needed. The rep reported that they expected to have more information on 2017-08-29. No further complications were reported.